Event description:
A vessel loop was used in the procedure to hold/anchor the common femoral access, acting to hold pressure on the femoral artery as the procedure is in progress. The vessel loop just popped/broke in half and released the pressure on the site. As a result there was a significant amount of blood loss. No harm was done to the patient, injury could have potentially occurred.